Event description:
It was reported that the user experienced a low blood glucose event while using the ilet, noting a nadir of 54 mg/dl with an approximate duration of 30 to 40 minutes and a trend upward after self-treatment; the user reported concurrent use of weekly mounjaro and daily jardiance and planned to discuss medication use with a healthcare professional. Symptoms included fatigue. Outcomes included self-treatment with oral carbohydrates, including glucose tablets, juice, and fruit, without hospitalization. Investigation included troubleshooting and education through customer care. Investigation of this case revealed no device malfunction was identified and the cause of the hypoglycemia remained unclear, with potential contributory factors including concomitant medications. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.